Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient presented to the emergency room after falling down. It was found that the right ventricular (rv) lead had no capture in unipolar and only at max output in bipolar. The rv lead also had a sudden rise to high impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.